Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
During a critical point in the liver resection surgery, the cusa hand-piece (36 khz) kept dropping to 10% amplitude and not working at all. It was alerting an issue with the tip. Despite repeated retorquing, flushing through and unblocking with a wire, the issue happened again and again until the customer was at a critical point that they had to use a harmonic scalpel and endo gia staplers to get the liver out. There was no pt injured or death alleged. The event led to an increase in surgery time (exact time unk). Additional info has been requested.